Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 469 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer was advised to return the infusion set for analysis and that a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not included in the initial report. The information has been provided. The concomitant medical products have been added.

Event description:
It was reported that the customer was using auto mode during their high blood glucose event.